Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that the anvil was loose. During the wedge resection of the lung, opened the packing, found the anvil was loose. Loaded the cartridge into the device, after fired, found the staple malformed, suture was used to sew the wound. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch #: p57175. Device evaluation: the analysis results found that one ec60 device was returned with the anvil crimp insufficient and without a reload present. No functional test was performed due the condition of the device. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.